Event description:
One pt sample with initial tsh result of 0.06 uiu/ml and free t4 results of <0.02 ng/dl. Same sample repeated recovered 1.9 uiu/ml for tsh and 1.55 ng/dl for free t4. No information provided to determine if results were used to guide therapy. The field service representative performed adjustments on the analyzer to resolve the issue.